Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked it was reported by customer that when they were placing a 20g IV and after placing the angio and removing the needle, blood continued to pour out of the angio. It seems that the spring to stop blood flow may have been defective. Verbatim: one of our nurses was placing a 20g IV and after placing the angio and removing the needle, blood continued to pour out of the angio. It seems that the spring to stop blood flow may have been defective.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.